Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: "hose leakage". It's not reported when this event occurred. This event is reported to the local authorities in china. Ref (B)(4). There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4).

Event description:
The following was reported to hamilton medical ag: - hamilton medical ag received the following incident description: "hose leakage". - it's not reported when this event occurred. - this event is reported to the local authorities in china. Ref (B)(4). - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). The investigation is ongoing.